Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information: it was reported the patient presented at one hospital on (B)(6) 2013 and her current doctor didn't have privileges, so she had to be transferred. Sterile water was put in her pump, and it was programmed to minimum rate. The patient was supposed to have a refill (B)(6) 2012, but missed her refill. The healthcare provider's (hcp) office was calling the patient to remind her, but she did not answer. The patient ran out of medication in the pump (B)(6) 2013. The patient also had pancreatitis. The pump was refilled and therapy was restarted. The patient was doing "okay." The pump was used to deliver hydromorphone, clonidine, and bupivacaine. It was later reported that the patient's pancreatitis had nothing to do with the pump or therapy. The patient was refilled in the clinic and was "fine." The cause of the event was the patient missed her refill and was having issues keeping her appointments. There was nothing wrong with the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the refill was missed. It was noted that the patient was seen in emergency room (ER) with withdrawal, the pump was "completely" empty. It was also noted that the patient had missed "several" refill appointments. ER doctor filled device with sterile water and programmed device to minimum rate, currently managed on oral medications. As per manufacturer registry, the device system was used to infuse morphine prior to being filled with sterile water. No further information was reported.